Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was completed with delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to save images. To resolve the issue, the fse installed new hdd, re-formatted hdd for the ippc and reloaded os and application software to ippc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to save images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.